Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on all contacts of the lead. Lead was explanted, and a new lead was implanted as a result. There were no complications during the procedure. Effective therapy was established post procedure. Patient was stable.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was ineffective stimulation due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.